Event description:
It was reported the programmer displayed an error code. The programmer was rebooted, after running the service disk as a preventative, and an error code was displayed. Recycling the power resolved the error. A few hours later, the programmer displayed a different error code, while preparing to do a case. The patient had not arrived yet, so the programmer was changed. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis found the device powered up with an error message. The keyboard and media bay door were also observed to be broken.